Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of pelvic and ovarian masses, and lower extremity deep vein thrombosis (dvt). The patient had refused definitive gynecologic oncology evaluation, exploration and resection for the masses. Prior to the filter implantation, the patient had presented to the hospital with vaginal bleeding, leg swelling and dvt. The filter was placed as the patient was unable to be anticoagulated due to the vaginal bleeding. The filter was successfully deployed in the infrarenal ivc during the index procedure. The filter reportedly malfunctioned causing injury and damages to the patient including, but not limited to tilt, embedded to wall of the inferior vena cava (ivc), and that the filter cannot be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile from (ppf) indicates that the filter was embedded and that the filter interferes with cancer surgery. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
(B)(6). Please note that device reported is an opteasevena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of an optease vena cava filter. After an unspecified period of time, the filter reportedly malfunctioned causing injury and damages to the patient including, but not limited to, tilt, embedded to wall of the ivc, and cannot be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the tilt has not been reported at this time. Patient, technique or procedural factors during the attempted retrieval may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by barnard vs. Cordis, an unspecified period of time after placement of an optease vena cava filter, the filter reportedly malfunctioned causing injury and damages to the patient including, but not limited to, tilt, embedded to wall of the ivc, and cannot be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the filter was embedded and that the filter interferes with cancer surgery. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. The patient had refused definitive gynecologic oncology evaluation, exploration and resection for the masses. Prior to the filter implantation, the patient had presented to the hospital with vaginal bleeding, leg swelling and dvt. The filter was placed as the patient was unable to be anticoagulated due to the vaginal bleeding. The filter was successfully deployed in the infrarenal ivc during the index procedure. Additional information is pending and will be submitted within 30 days upon receipt.